Event description:
The pt is a (B)(6) female pt of the transplant team who presented to our facility on (B)(6) 2013, to donate her left kidney to her father. Surgery was performed on (B)(6) 2013 and, overall, the transplant was successful. There was a complication during the procedure that led to the left renal artery being avulsed during the removal of the donor kidney. The surgery plan was to dissect as close to the aortic artery as possible, with the stapler, leaving a longer renal artery. Using a non-cutting linear stapler followed by scissors, the distal ureter was taken first and then the renal artery was divided, followed by the renal vein. The field was hemostatic for several seconds before there was audible bleeding. The bleeding was related to a renal artery staple line stump blow out at or near the takeoff. Transfusion protocol was initiated and both the transplant and vascular team were requested. The abdomen was widely opened. The renal artery stump was repaired with interrupted permanent sutures along with the use of a pledget.